Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.additional devices implanted and involved: pxc201400/10628902, pxc141400/12044652, pxc121200/11996915, pxa280300/11058176, and pla320400/11018739.

Event description:
On (B)(6) 2014, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Final imaging identified a type I endoleak. It was reported the endoleak was caused by the patient¿s tortuous anatomy. The procedure was concluded. On (B)(6), 2014, the devices were explanted. The patient tolerated the procedure.additional information has been requested.

Event description:
On (B)(6) 2014, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that after the trunk-ipsilateral leg component was implanted, imaging identified a proximal type I endoleak a neck angulation of ~ 90 degrees. Two aortic extender endoprostheses were implanted for proximal extension. Final imaging reportedly showed resolution of the endoleak, and the patient tolerated the procedure. On (B)(6) 2014, imaging again showed the proximal type I endoleak was present. The physician elected to convert the patient to open repair. All six devices were explanted, and the aorta was surgically repaired. The patient tolerated the procedure.